Event description:
It was reported that the patient had the inflatable penile prosthesis device removed "due to" on (B)(6) 2018 due to malfunctioning implant. A new inflatable penile prosthesis with 15cmx12mm preconnect cylinder with pump and 100 ml reservoir system was implanted.

Event description:
It was reported that the patient had the inflatable penile prosthesis device removed due to on (B)(6) 2018 due to malfunctioning implant. A new inflatable penile prosthesis with 15cmx12mm preconnect cylinder with pump and 100 ml reservoir system was implanted. The malfunction was reported to be fluid loss. The patient status was reported as no complications. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.